Event description:
The hcp reports a patient experiencing increased pain and flu-like symptoms since their last refill. The patient came in to have their pump refilled. The expected reservoir volume was 4.1 ml and the actual volume was 16ml. There had been no prior pump volume discrepancy. The patient has had increased pain and flu-like symptoms since their last refill, this was thought due to a stomach virus. The patient reportedly had great symptom control prior to the last refill. The patient is being supplemented with oral medication to cover their pain with poor pain control. The hcp confirmed there is negative pressure on the pump, but the fluid removed was yellow tinged. Troubleshooting options were discussed with the manufacturer and the pump was updated. The hcp will attempt further troubleshooting in one week's time.